Event description:
(B)(6). Same patient as: 2134265-2010-01115. It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis. In (B)(6) 2008, the physician implanted a 3.5x12mm taxus express2 stent in the proximal left anterior descending (lad). The 90% restenosed target lesion was 3.5mm in diameter and 12mm long located in the proximal lad. Predilation and post dilation was performed. Residual stenosis was 0% with timi 3 flow noted. The patient was discharged without complication 3 days later on bayaspirin and panaldine. In (B)(6) 2009, it was noted that the patient experienced restenosis. The 75% stenosed target lesion located in the proximal lad was 20mm long with a reference vessel diameter of 3.5mm. An intervention was performed with a plain old balloon angioplasty(poba) and the placement of a non-bsc device. Residual stenosis was 0% with timi 3 flow noted. The patient had no ischemic symptoms at the event. The event was resolved and the patient discharged 2 days later. In (B)(6) 2010, it was noted that the patient experienced restenosis. The 75% stenosed target lesion was 3.5mm in diameter and 13mm long located in the proximal lad. An intervention was performed with the placement of an unknown size non-bsc stent. Residual stenosis was 0%. No patient complications were noted and the event was considered resolved. In (B)(6) 2010, a 3 year follow-up was performed with no anginal symptoms noted.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).